Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed an irritation under the ECG electrodes. The patient was in the hospital and not wearing the lifevest as she was connected to the hospital's monitors. The hospital applied an ointment to the area. After using the ointment, the patient's irritation improved.